Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting beep tones. The device was interrogated and was found to be at end of life indicator (eol) and was explanted. An allegation of premature battery depletion had been made. Another ICD was successfully implanted. No adverse patient symptoms were reported.